Event description:
Additional information showed the lead migration was verified by x-ray. It was stated the hcp planned to replace the current lead with a paddle lead, but the patient had not decided on a course of action. The patient also reported bruising along the lead tract, specifically at the lead/extension connection site. It was also stated that, after the patient's second lead revision, the lead and extension did not 'scar in to place' properly,

Manufacturer narrative:
Recharger model 37752, serial# (B)(4), lead model 3778-45, serial# (B)(4), implanted: (B)(6)-2008, explanted: unk, lead model 3778-45, serial# (B)(4), implanted: (B)(6)-2008, explanted: unk, lead model 3778-45, serial# (B)(4), implanted: (B)(6)-2007, explanted: unk, extension model 3708160, serial# (B)(4), implanted: (B)(6)-2008, explanted: unk, extension model 3708160, serial# (B)(4), implanted: (B)(6)-2007, explanted: unk, programmer model 37742, serial# (B)(4).

Event description:
It was reported that the patient was told that his lead migrated and needed a lead revision. The patient had pain coverage on the inside and outside of his legs prior to event. Now he only has coverage on the inside. The patient stated that he does not want surgery due to previous surgery complications. The patient would like to live with the pain relief coverage that he is currently receiving. Additional information has been requested, but was not available as of the date of this report.